Manufacturer narrative:
This report is being filed to provide additional information in d.9, h.3, h.6 and h.11 and updated b.5. Investigation: sometimes, due to the nature of the ac prime and blood prime sequences, as well as the morphology and orientation of the tubing set, residual air in the tubing set may not be completely removed prior to the first return. This can result in small amounts of air becoming trapped in certain parts of the kit, and later, potentially becoming dislodged. This can result in small amounts of air being observed in the return line, or in the donor/needle line during the first return cycle of the procedure. One used trima set was returned for investigation. Ac fluid was observed in the ac line, pump and input coil and small amount of blood was in the donor line. It was noted that the platelet bag and the donor needle were removed. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. It was noted that air was present within the return line of the 3-lumen input coil tubing. All pressure sensors were inspected and determined to be functioning properly. All clamps were checked and were functional. No bond gaps were observed. A disposable complaint history search was performed for this lot and found 9 reports for similar issues on this lot. See mdrs: 1722028-2024-00279, 1722028-2024-00275, 1722028-2024-00271, 1722028-2024-00230. Further events are being reviewed for reportability and will be filed as required the customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the available information, possible root causes for the presence of air in the donor/return line during the first return cycle include: - incomplete ac prime of the inside of the 3:1 manifold, where the orientation of the 3:1 manifold during ac prime prevents it from being fully wetted, allowing air to become trapped in the 3:1 manifold. This air can then become dislodged during the first return cycle. - incomplete blood prime of the inside of the return reservoir filter, where blood moves around the outside of the filter before the inside is fully wetted, allowing air to become trapped at the top of the return reservoir filter. This air can then become dislodged during the first return cycle. - excessive drooping of the inlet/ac/return lines - excessive movement of the inlet/ac/return lines and/or donor arm.

Event description:
Customer reported that during a procedure on a trima device air was observed in the return line. The operator stated the air bubbles were multiple sizes from 1/4 inch to at least 3 inches and "very visible". Per the customer, no air was infused to the patient. All leur connections were tight and there was no clotting in the channel or in the return reservoir. The blood diversion pouch was not inflated with air. The operator reported that the donor was not connected prior to the ac prime, and no air was being drawn in through the ac line or filter. No medical intervention was reported, and the donor is reported as "stable".

Event description:
Customer reported that during a procedure on a trima device air was observed in the return line. The operator stated the air bubbles were multiple sizes from 1/4 inch to at least 3 inches and "very visible". Per the customer, no air was infused to the patient. All leur connections were tight and there was no clotting in the channel or in the return reservoir. The blood diversion pouch was not inflated with air. The operator reported that the donor was not connected prior to the ac prime, and no air was being drawn in through the ac line or filter. No medical intervention was reported, and the donor is reported as "stable". Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process a follow-up report will be provided.